Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device does not emit voice prompts. In this state the user may not receive the proper instructions to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.